Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with a bubbled downstream occlusion sensor seal. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. There was no evidence of the reported issue found in the event history log, ehl. A functional test was performed to investigate the reported issue and it was confirmed. The customer's reported problem was confirmed for alarming error code 44510 in red screen and indicated a problem with ui_error_irq_abort. It was determined that the microprocessor board was inoperable due to the system alarm. Therefore, the microprocessor board will be replaced.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the pump was giving an ec 44510 error code and a red screen. It is unknown if there was a patient, or clinician injury associated with this occurrence.